Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing of a bd¿ pegasus yel prn-cap y was broken when it was in the third day of use. Foreign complaints the following information was provided by the initial reporter, translated from (B)(6) to english: ¿ the extension tubing was found broken by the patient on the 3rd day of placement. ¿

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8198161. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the device submitted by your facility was found to be leaking from the junction point of the extension tubing and the connector body. Our engineers determined the root cause for this occurrence is an over application of force by a component in the manufacturing machinery responsible for feeding the metallic cuff into the adapter. This damage sustained creates a small opening allowing for he development of a leak. To prevent the reoccurrence of this issue our facility has decreased the inspection intervals on the alignment and cam angle checks by maintenance personnel, and introduced a zero tolerance policy for similar defects found during he inspection process, the machinery to be stopped, inspected, and repaired if any instance of this issue is identified.

Event description:
It was reported that the tubing of a bd¿ pegasus yel prn-cap y was broken when it was in the third day of use. Foreign complaints the following information was provided by the initial reporter, translated from chinese to english: ¿ the extension tubing was found broken by the patient on the 3rd day of placement. ¿